Event description:
The customer reported to olympus, the gastrointestinal videoscope had reduced angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign object was in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found that the bending angle in up direction did not meet the standard value due to wear of angle wire, water tightness was lost due to deformation of upward/downward knob, the play of upward/downward knob was out of the standard value due to wear of angle wire, bending section cover adhesive had a chip and a scratch, upward/downward knob had a scratch, forceps elevator knob and level had scratches, adhesive around light guide lens was peeled, plastic distal end cover had a scratch, and the connecting tube had a dent, a scratch, and a wrinkle. The device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer does not know what the foreign material is. Additionally, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, there were no abnormalities in the accessories used for reprocessing, the nozzle was cleaned with lint-free cloths/brushes/sponges, and the air/water nozzle was flushed with detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material in the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instructions, operation manual of evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of evis lucera gif/cf/pcf type 260 series chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.